Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision valve valve was chosen for implant using a large flexnav delivery system. During first attempt before the insertion of the device it was noted that the valve was misloaded due to user error, they missed that one of the retainer tabs not being seated into its respective receptacle. The valve was replaced with a new 29mm navitor vison valve and large flexnav delivery system. The valve was implanted at a depth of 5.7mm left and 5.9mm right. Few days after the procedure, it was noted that the heart conduction was less stable and a permanent pacemaker was implanted on (B)(6) 2024. The patient was reported discharged.

Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that there was calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 5.7mm left and 5.9mm right. The patient arrived with rbbb. The permanent pacemaker was implanted. Based on the available information, the root cause of the reported arrhythmia could not be conclusively determined. The reported hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.